Event description:
It was reported that the patient presented in the emergency room experiencing bradycardia and syncope. Upon review of the egms, the device failed to pace properly due to crosstalk episodes. Programming changes were made. The patient was discharged in a stable condition.